Event description:
Caller alleged discrepant results compared with the lab. Results as follows. Comparisons were done within an hour of each other.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The means of the inratio meter and comparative system inr's were calculated. The inr values for all four sets are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Product testing is not required. Products are not expected to be returned. User claims discrepant accuracy results. The comparison of inratio and lab results of user; all results are within the confidence limits and meet accuracy criteria. Patient is a cancer pt and gets blood drawn from her knuckles; condition and treatment may affect test results. Product deficiency not established. No further investigation required. No corrective action is required as no product deficiency was established.